Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic prior to magnetic resonance imaging. Upon interrogation of the pacemaker, the right ventricular lead exhibited high pacing impedance. It was noted that the pacing impedance showed an increasing trend since (B)(6) 2021. The device was reprogrammed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Final analysis found a partial lead was returned in seven pieces. Visual and x-ray inspections found damages consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Event description:
New information noted that the patient presented to the clinic with high pacing lead impedance. The physician explanted the right ventricular (rv) lead to resolve the issue. During laser lead extraction, the rv lead broke in the right ventricle. The distal portion of the rv lead remained in the right ventricle. The rv lead was replaced. The patient was in stable condition throughout the procedure.